Manufacturer narrative:
Product complaint # ==> (B)(4). Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, during spinal fusion surgery, the distal tips of the two polyaxial screwdrivers sheared off while the surgeon attempted to drive in 12.0 x 100 mm and 11.0 x 95 mm expedium polyaxial screws. When the surgeon tried to take back the screw out, the surgeon has no other option but to leave the threaded shank of the screw in the patient's left hemipelvis with no connection to the fusion rod and screw construct above. There was a surgical delay of 60 minutes. Fragments were generated and were easily removed. There were no patient consequences. The procedure was unsuccessfully completed. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) device.